Event description:
It was reported the menu (lower screen) is all black. The device was returned for repair. No patient complications were reported asa result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests. Analysis found the upper case, lower case, battery release, and battery drawer are contaminated. Two side bail covers are broken, battery contacts are compressed, one side bail is missing, and the ring is bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.